Manufacturer narrative:
The service inspection confirmed the customer's reported issue as the instrument channel has a perforation that went through the bending section cover; failed leak test, no fluid invasion. The pink colored probe unit cover at the distal end has a deep cut. Additionally, switch button 1 is cut, the elevator channel water inlet is loose. The scope was repaired and returned to the customer. The scope was purchased in (B)(6) 2019 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service technician was informed that the evis exera ii ultrasound gastrovideoscope was returned to the service center for a reported failed leak test that was first observed during reprocessing. However, upon inspection and testing, the service technician found the scope to have a deep cut on the pink colored probe cover (reportable). No patient injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the cut on the pink colored probe cover likely occurred from an external force applied to the part. The specific root cause of the external force applied to the part could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 27-dec-2021.investigation activities have been opened to manage the actions related to this report and any required MDR reporting.